Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual examination confirmed that the lead was returned damaged and in three segments, severed approximately 148 millimeters (mm) from the terminal end and with some portions missing. Visual examination of the lead noted calcification of body fluids on the lead tip. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the lead. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was suspected of lead fracture, per lead testing. However, the location of the lead fracture was not determined. Subsequently, this rv lead was explanted, replaced, and returned for analysis. It was noted that the crt-d was also explanted and replaced, with no reported allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was suspected of lead fracture, per lead testing. However, the location of the lead fracture was not determined. Subsequently, this rv lead was explanted, replaced, and returned for analysis. It was noted that the crt-d was also explanted and replaced, with no reported allegations. No additional adverse patient effects were reported.